Event description:
The customer reported that da pcba adc reference failure error has repeated 3 times in the ventilator. The customer reported that the unit was not in use on a patient at the time of the event. The customer contacted product support and reported that they have replaced the da pcba twice, the power supply, and the motor controller. The customer found code 1114 also logged with the current 100a. The customer duplicated error code 100a while running the device overnight after service. Customer requested for bench repair. The customer was provided the bench form and requested that the battery be removed and not shipped with the device. Product support advised the customer that he would receive the request for po after the evaluation of the vent. During follow up, the engineer confirmed the customer's complaint. It was reported that during pm, the unit displayed error code 100a while testing. It was also reported that the logs indicate that the error code (100a) was triggered during use. The engineer reported that the power management board was malfunctioning, causing the voltage output variation. The engineer confirmed that no primary alarms were triggered during diagnosis. During the evaluation, the engineer reported that additional problems were found: v60 has extensive cosmetic damage; the touchscreen was shattered; top cover, front panel, front and rear bezels were cracked; cpu tray has damage and screw threads were bent; lcd cable was pinched; fan guard, filter and retainer were damaged; the fan isolation mounts are also damaged. The customer would order pm kit and shipping box.

Manufacturer narrative:
The bench repair engineer reported that the customer complaint was confirmed. The bench engineer replaced the power management board to resolve the reported issue. Top cover, rear bezel, front bezel, front panel, cpu tray, touch screen, base assy., and lcd cable were replaced to address the other issues found during the evaluation. The unit passed all tests.